Manufacturer narrative:
In trouble-shooting, imaging system scans with igs successfully performed. Right scan and left scan with igs exactly. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that navigation with the navigation system and the imaging system was inaccurate. No specific measurement, or further details, were provided. There was no patient present when this issue was identified.